Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the associated defibrillator failed to capture the patient's heart rhythm using these electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The electrode pads were not returned to zoll medical corporation for evaluation. The customer indicated the electrode pads would not be returned. The reported problem description states the recommended positioning of the pads cause discomfort for the patient during external pacing. The instructions for use for the onestep CPR a/a electrodes states: "recommended for defibrillation, ventricular cardioversion, and ECG monitoring only. Not recommended for noninvasive pacing. Noninvasive pacing with anterior-anterior electrode placement can lead to decreased patient tolerance and increased capture thresholds." Therefore, this complaint is closed as device used incorrectly. Analysis for reports of this type has not identified an increase in trend.